Event description:
The customer reported that when performing maintenance the heartstart xl therapy knob did not function. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.